Event description:
During remote follow-up an event of post paced t-wave oversensing was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that post paced t-wave oversensing continued following the reprogramming. Ts provided additional reprogramming recommendations. The device was reprogrammed to resolve this event.